Event description:
A site reported a loss of monitoring occurred for approx 9-11 telemetry patients when the cic (central station) rebooted. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.